Manufacturer narrative:
A retain sample of the same batch has been inspected but no deficiency could be detected during visual and functional testing. No similar complaints have been received for this batch. A DHR check could not identify any non-conformities or deviations relevant to the reported issue. A 100 % leak test is performed during production. Overall, it can be concluded that there is no indication for a systematic root cause as a deficiency of design, production or material due to the very low complaint rate (< 0,01 %, considering all types of picco catheters). A leakage in the blue intravascular tubing close to the channel separation has been confirmed based on the provided picture and video. The device has been discarded. Therefore, it is not possible to determine if the complained device had any deviations from specification or an user error occurred, which could have contributed or caused the event. The IFU states warnings in regards to leakage and damaging of the catheter: "warning: do not alter or cut the catheter, guide wire, or any other set component during insertion, use or removal." And "warning: kinks, bending or handling with a clamp can irreversibly damage the catheter.", "do not use the catheter or accessories if any sign of product damage is visible." The complaint investigation has been performed to the most possible extent. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. No harm or clinical consequences occurred. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue, no additional actions will be taken. H3 other text : device discarded by the hospital.

Event description:
Manufacturer reference: # (B)(4).

Manufacturer narrative:
Further information about the event has been requested. Investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
It has been reported that when the picco catheter pv2015l20-a was passed through the femoral artery, blood was seen coming out from the part that was outside the patient's skin, which is why it was necessary to request another input. Blood loss has been described as a "few drops". No harm or clinical consequences occurred. Manufacturer reference: #: (B)(4).